Event description:
Healthcare professional reported a right side deflation. Healthcare additionally reported "valve delaminated from shell", "hole in valve", "plug strap separated", and has "broken strap". Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, delamination, other-technical.

Manufacturer narrative:
.

Event description:
Healthcare professional reported a right side deflation. Healthcare additionally reported "valve delaminated from shell", "hole in valve", "plug strap separated", and has "broken strap". Device has been explanted and replaced.